Manufacturer narrative:
Device had a missing retainer ring, missing reservoir tube o-ring, minor scratched display window, scratched case, keypad overlay texture damage, cracked keypad overlay at select button and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic ring at the top of the reservoir compartment came loose. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.